Manufacturer narrative:
Completed information for section d4 primary UDI number: alinity I hiv combo control (unknown lot number): (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported that an alinity I processing module operator was splashed in the eye with an alinity I hiv ag/ab control. The operator was not wearing ppe at the time of incident and went to AED for medical consultation. Biohazard exposure treatment was received in the AED which included a blood draw for testing. The customer was unable to provide any further details on how the incident occurred or additional treatment received. No further impact to patient management was reported.

Event description:
The customer reported that an alinity I processing module operator was splashed in the eye with an alinity I hiv ag/ab control. The operator was not wearing ppe at the time of incident and went to AED for medical consultation. Biohazard exposure treatment was received in the AED which included a blood draw for testing. The customer was unable to provide any further details on how the incident occurred or additional treatment received. No further impact to the user was reported.

Manufacturer narrative:
Completed information for section d4 primary UDI number: alinity I hiv combo control (unknown lot number): (B)(4). The complaint investigation included a review of data and information provided by the customer, ticket trending review, device history record review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot number could not be performed as the lot number was unknown. The ticket trending review for list number 08p07 did not identify any trends for the issue for the product. Device history record review did not identify any related non-conformances, potential non-conformances, or deviations with list number 08p07 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. In this case, the customer was not wearing protective eyewear as described in product labeling. Based on the investigation the alinity I hiv ag/ab combo control is performing as intended, no systemic issue or deficiency of the alinity I hiv ag/ab combo controls was identified.